Event description:
It was reported that the patient fell asleep while on batteries the evening of (B)(6) 2022. The patient awoke with chest pain and proceeded to get up and replace the power sources as the pump was off and not attached to any working power sources. The patient was readmitted to the hospital and the pump stop and the pump appeared to be working well with no underlying issues. Related manufacturer reference report: (B)(4).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller clock corrupt/system stop was confirmed via the log file analysis. The log file captured low voltage advisory alarm events as a result of depleting 14v batteries on july 10, 2022 at 8:32 pm. At 11:04 pm, the low power hazard became active. Approximately eight minutes later, the no external power alarm became active indicating the external 14v batteries were fully depleted. The system operated until the internal 11v backup battery became fully depleted and this would have resulted in a system stop. Power was applied to the system controller sometime after (device does not record during complete power loss), the time/clock reset to the default date of january 1, 2000 with an associated clock corrupt alarm. The system recovered to the patient stored speed value (5,400 rpm) and operated for approximately one day with the clock corrupt alarm. The time/date was synced on july 12, 2022 and this cleared the clock corrupt alarm. It was noted the log file was retrieved from system controller (serial # (B)(6)). The system controller was not exchanged and remain in use. The labeling warning states ¿the patient must always connect to the power module or mobile power unit for sleeping or when there is a chance of sleep. A sleeping patient may not hear system controller alarms¿. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the system controller (serial # (B)(6)) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial (B)(6)) was shipped to the customer on 16jun2021. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿, all alarm conditions are addressed including ¿connect power¿ message. Low voltage advisory alarm 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. For more information, see page 228. No external power alarm 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnected alarm 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Heartmate 3 instructions for use rev c, ¿replace any equipment or system component that appears damaged or worn¿. Under section 3 ¿powering the system¿, warning states ¿the patient must always connect to the power module or mobile power unit for sleeping or when there is a chance of sleep. A sleeping patient may not hear system controller alarms¿. No further information was provided. The manufacturer is closing the file on this event.